Manufacturer narrative:
The device was returned for analysis. Based on the returned device inspection/analysis, the reported ¿there was a ¿knot¿ at the suture so the suture did not close¿ was observed as anterior needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to user technique and/or an interaction with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that three failures to deploy occurred with three proglide devices. Reportedly, on one of the proglide devices, there was a "knot" at the suture so the suture did not close. On two other proglide devices, the system did not work. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.